Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter on the needle. Found before use. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (83) 1/2cc, 12.7mm, 29g syringes (6 loose, 77 in sealed poly bags) with the shelf carton from lot # 7156935. Customer states that there is fm on the needle. Thirty out of 83 returned syringes (all 6 loose samples, 24 samples from the sealed poly bags) were examined and 3 out of 6 loose samples exhibited clear material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of cured adhesive. A review of the device history record was completed for batch# 7156935. All inspections and chllenges were performed per the applicable operations qc specifications. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover. Samples will be forwarded to manufacturing on 09feb2018 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Probable root cause is likely to be adhesive on the o-rings during production of the hub/cannula assemblies. As the hub is cannulated, adhesive is then applied to the hub and an o-ring station exercises the cannula within the hub core to ensure proper distribution of adhesive. Although rare, adhesive can sometimes make it's way onto the o-rings and can subsequently become transferred to the cannula during the exercising task on the equipment. Investigation conclusion: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover.